Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported the system displays a communication error on boot up. No pt injury was reported.